Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope's screen went black and had static. The issue was found during a therapeutic robotic bronchoscopy with a endobronchial ultrasound. The procedure was paused momentarily and delayed by about 5 minutes before being completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following non-reportable malfunctions: the bending section cover adhesive had a crack and the ultrasound image had a stain, a red crack, and a visible dark shadow. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause for the phenomenon "the screen becomes black and static during the case." Could not be determined with the information received. The event can be prevented by following the instructions for use which state: "if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus." "Do not twist or bend the bending section with your hands. Equipment damage may result." "Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage." "Do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged." "Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." "The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage." Olympus will continue to monitor field performance for this device.

Event description:
No error messages that may have been observed as a result of the failure. The patient¿s anesthesia or sedation extended for about 5-6 minutes. The patient was not impacted by the failure. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e., treatment outside the scope of the procedure) required as a result of the reported problem. No other devices connected to the subject device when the failure occurred. The device inspected was prior to use, as per instructions for use.